Event description:
Customer reported to beckman coulter, inc. (Bec) that the stopper came off a sample tube after being pierced, and blood spilled onto the stripper plate and the pierce station area of the coulter lh 780 hematology analyzer. Customer reported that 3 ml to 5 ml of blood was spilled. Customer reported that patients had to be redrawn because the tubes emptied. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the customer cleaned up the spill using a biohazard spill kit and the needle was replaced when he arrived at the customer site. The fse verified the needle was working properly and the customer was using the needle with no issues. The fse verified the analyzer was working properly.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#1061932-2012-00377. (B)(4).